Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during normal use. Customer's blood glucose was 265 mg/dl. Customer didn't recall any significant event which may have caused the alarm. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during out testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.